Manufacturer narrative:
(B)(4). The service engineer inspected the device and verified the malfunction. The graphical user interface to breath delivery cable (gui bd) was found to be damaged. It was replaced. The ventilator then passed all performed testing. The damaged cable will not be returned to the manufacturer.

Event description:
It was reported that the ventilator was in an inoperative condition during testing. There is no reported patient involvement associated with this event.